Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon deployed two clips which malformed. All other clips appeared to be secure using the same device. There was no patient consequence.